Event description:
It was reported that the patient experienced redness, swelling, and drainage at the device pocket.

Event description:
It was reported that the pump was explanted to due infection. The reporter was unsure of the explant date. Manufacturer device registry shows an inactive date of (B)(6) 2012 but it was unclear if this was the date of explant. A new pump and catheter were implanted on the day of the report. The medication used was clonidine 500mcg/ml at 200mcg/day. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8703w, lot# l54364, device registry, inactivated date: 2012 (B)(6), exact date of explant unclear. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_cath lot# serial# unknown, implanted: 2012 (B)(6), explanted: product type catheter product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8703w, lot# l54364 serial# implanted: 1999-02-25 explanted: product type catheter. (B)(4).

Event description:
Additional information received reported that the onset of the infection was (B)(6) 2011. The signs and symptoms the patient displayed were redness, swelling, drainage, and pain. The infection was in the device pocket. Cultures were obtained, and the patient was diagnosed with (B)(6). The patient was treated with IV antibiotics and a "partial device system explant". It was previously reported that the pump and catheter were removed and eventually replaced. It was uncertain what the specific explant dates were of the pump and/or catheter. The patient outcome was reported as "infection resolved".